Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during screw insertion, the hex head of the screwdriver broke. There was no impact or consequences to the patient. Attempts have been made and no further information has been provided.